Event description:
It was reported that this patient experienced a small pericardial effusion as the right ventricular (rv) lead perforated the tissue. Subsequently, a revision procedure was performed to reposition the lead. However, after repositioning the helix mechanism would not extend. This rv was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the lead body found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation. In addition, laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
This supplemental report is being filed as the device evaluation was completed.